Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Corrected fields: d5. Updated fields: g3, g4, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: breakage of the charged coupled device in the pixel unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the event, white area appears on a part of the image by breakage of charged coupled device in the pixel unit. Occurrence cause of the event is generally considered as influence of cosmic rays. However, specifying the cause is difficult. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that during the post-delivery product confirmation, white scratches were found on the images involving an olympus flex deflectable videoscope. The customer relayed that the device had not been used clinically. There was no patient involvement reported.